Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure is broken inside her fallopian tube') in an adult female patient who had essure (batch no. 893037) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included rotator cuff repair in (B)(6) 2014, breast biopsy in (B)(6) 2010, dysmenorrhea, endometriosis, kidney stones, chronic urticaria, allergic reaction to analgesics, drug hypersensitivity and anaphylactic reaction to drug. Concomitant products included calcium carbonate;famotidine;magnesium hydroxide (pepcid complete), cetirizine hydrochloride (zyrtec allergy) and omalizumab (xolair). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and device dislocation ("migration "). Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure is broken inside her fallopian tube') in an adult female patient who had essure (batch no. 893037) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included shoulder operation in (B)(6) 2014, breast biopsy in (B)(6) 2010, dysmenorrhea, endometriosis, kidney stones, chronic urticaria, drug hypersensitivity, drug hypersensitivity and drug hypersensitivity. Concomitant products included calcium carbonate;famotidine;magnesium hydroxide (pepcid complete), cetirizine hydrochloride (zyrtec allergy) and omalizumab (xolair). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and device dislocation ("migration "). Essure treatment was not changed. At the time of the report, the device breakage, dysmenorrhoea and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.